Event description:
The facility representative contacted a technical service representative to report a defective flo-gard infusion pump; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The customer's reported condition of a defective flogard infusion pump was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a damaged main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.